Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. Unit failed tone check on self test due to broken red transducer wire on I/b. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's alerts were no longer audible. Customer stated that the alerts were visible on the screen, but no alarms were sounding. Troubleshooting verified that the insulin pump was set to beep. Customer stated that the insulin pump had been dropped several times. Blood glucose level was 102 mg/dl at the time of the call. No further information was provided.